Event description:
In response to (B)(6)'s MDR# (B)(4). Skytron sent our distributor in the (B)(6) to the facility to examine the suspect surgical table on (B)(4) 2011. The service technician discovered that the emergency brake had been left by the staff in the open position and needed to be re-set. (B)(6) has highly recommended the hospital attend another in-service on the 6500 table so they can re-familiarize themselves with the proper operation of the emergency brake system. Please see attachment from the 6500 operators manual outlining the emergency brake warning.